Manufacturer narrative:
The pump was received with a cracked case on the display window corners, a cracked lcd window on the top left corner, cracked reservoir tube window corners, a completely broken off reservoir tube lip and cracked battery tube threads. The reservoir does not lock in place due to the completely broken off reservoir tube lip. Unable to perform functional tests due to the broken off reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment was broken and the reservoir came out of the reservoir compartment. The customer's blood glucose was 320 mg/dl at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.